Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions to report a pump explant. It was reported that the reason for explant was that the physicians covering the issue determined that the pump was not working properly. After the pump was explanted, a prime pump was attempted and no fluid was observed coming out.

Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions to report a pump explant. It was reported that the reason for explant was that the physicians covering the issue determined that the pump was not working properly. After the pump was explanted, a prime pump was attempted and no fluid was observed coming out.

Event description:
Agent reported that the patient was not getting any pain relief.

Manufacturer narrative:
Additional information: b5. Corrected information: h3, h6. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any exterior anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issue found with this pump. Internal complaint number: (B)(4).